Event description:
Baxter (B)(4) received a report that one (1) ce infusor lv10 device did not flow during patient use. The device was prepared by the hospital pharmacy with chemotherapeutic agents. The flow was not tested by the pharmacy. The infusor was given to a patient, who noticed no flow and alarmed the hospital staff. A different infusor was used to finalize the therapy. There was no report of patient injury or medical intervention. The defective infusor was discarded by the hospital staff because of the chemotherapeutic agents. No additional information

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.